Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead had intermittent atrial undersensing of atrial fibrillation which resulted in inappropriate atrial pacing and inappropriate atrial tachycardia. Programming changes were made.